Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
It was reported that the customer had unexplained high blood glucose and dka. Paramedics were called and customer was hospitalized in intensive care unit twice. Customer's blood glucose reading at the time the paramedics arrived was 820 mg/dl. Nothing further was reported.